Manufacturer narrative:
The lead has not yet been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this left ventricular (lv) lead could not be implanted due to high pacing thresholds. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned. Additional information indicated that during the implant procedure helix extension difficulties were also encountered. No adverse patient effects were reported. This lead has not been returned.